Manufacturer narrative:
After further review of additional information received the following sections b4, b5, b6, b7, d4, expiration date, g4, g5, g7, h2, h4 and h6 have been updated accordingly. The complaint products were not received for analysis. The reported product condition of prosthesis wear could not be confirmed, due to the products were not returned and an analysis of the photographic and radiographic images was inconclusive. The frequency of occurrence ranking scale is "very low", therefore, this does not appear to be design-related. The company is not aware of receiving any complaint reports involving another part from this manufacturing lot of 12 pieces. Company complaint data from 2014 through 2018 involving the reported failure for this family of devices was reviewed. The investigations for those incidences have not identified any evidence that a manufacturing issue caused or contributed to this reported issue. Therefore, this does not appear to be manufacturing-related. There were no user-related issues reported that appear to have contributed to the reported event. The revision reported may have been the result of edge loading/impingement, patient conditions, or a combination of the two, which led to polyethylene wear. This cannot be confirmed because the devices were not returned to the company for evaluation and a review of the radiographic and photographic images was inconclusive. In a review of the labeling it is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Revisions or surgical interventions are a known complication found in joint replacements. All patients should be instructed on the limitations of the prosthesis, the patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. Device specific risks - fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Excessive wear of the implant components secondary to impingement of components or damage of articular surfaces. Based on review of all available information, there is no evidence to suggest that the reported prosthesis wear is related to any design or manufacturing issues. The revision reported may have been the result of edge loading/impingement, patient conditions, or a combination of the two, which led to polyethylene wear, review of the radiographic and photographic images was inconclusive this device is used for treatment not diagnosis. No information has been provided. A3.

Event description:
It was reported that a patient experienced a hip revision procedure of the liner and femoral head due to excessive eccentric wear of the liner. The patient left the or with a stable hip joint. No additional information was provided. This is one of two products involved with the reported event and the associated manufacturer report number 1038671-2017-00656.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned. Pending evaluation.

Event description:
Index surgery: (B)(6) 2011. Revision due to wear of acetabular liner.